Event description:
A caller reported receiving a minimum fill notification related to a pump issue. There was no reported impact to the customer¿s blood glucose level. The caller attempted to load a new cartridge, but the issue was not resolved initially. Technical support instructed the caller to remove the pump from its case, clean the pneumatic area, and use a new cartridge while ensuring the insulin was at room temperature. However, the call was disconnected before further assistance was provided and technical support left a follow-up message.